Manufacturer narrative:
No report of patient involvement. The hospital biomed performed a checkout of the equipment and a review of the logs. The reported complaint could not be duplicated.

Event description:
The hospital reported that the unit went into an unexpected reset. The clinician reportedly switched to manual mode and cycled power to clear the error. There was no reported patient involvement.